Event description:
It was reported that during implant the right atrial (ra) and right ventricular (rv) leads dislodged due to the patients tricuspid regurgitation. The ra lead was removed and was not replaced. The rv lead was removed and was replaced with another lead model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.